Event description:
It was reported that after a da vinci surgical procedure, the customer noted that the permanent cautery hook instrument jaw was burned. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the yaw pulley exhibited charring and localized melting at the grip base, near the conductor wire exit. Evidence not conclusive, but charring was likely sign of an arcing event. The instrument failed electrical continuity testing. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's yaw pulley found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.